Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the cause of the pain and lead explant was a hematoma. The patient had gone to the ER and took medication to resolve the issue.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). He reason for call was the rep indicated that the patient had a trial system placed for thoracic and cervical spine stim. Following the lead placement the patient was having pain in their neck. The patient contacted the rep on (B)(6) about the pain. The rep referred the patient to seek medical attention if necessary. The patient went to an hcp sometime between (B)(6) 2025 and the leads were removed on (B)(6) 2025. After the lead removal the patient had worse pain in their neck. Trial start (B)(6) 2025. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss collected the details to report the event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.